Event description:
Report received of an overdelivery. It was reported that the pump was programmed to deliver a 500ml bolus of an unspecified hydration fluid at 999ml/hr. After approx. One hour, the pump was alarming and the nurse noted that the entire liter bag was empty. The nurse checked the device and the settings were reported to be as programmed. There were no reported adverse pt effects. No medical interventions were required. The device was removed from the clinical service and therapy was continued on a replacement device. Though requested, no addition info was provided.